Event description:
Field service engineer (fse) found damage to the device wash tank connector. There is no harm to any patient.

Manufacturer narrative:
This device is not sold in the us but a similar device is. Field service engineer (fse) found damage to the device wash tank connector. The 1/4 x 1/4 nipple was also damaged. The device was repaired on site. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: the connector has been damaged due to physical load or deterioration over time. Or there is a possibility that stress was repeatedly applied to the connector, a hard object collided with it, or damage occurred due to deterioration over time. A definitive root cause cannot be identified. This issue is covered in the instructions for use: ·oer-3 operation manual "3.2 inspecting the connectors" check the following for each connector. -the connector should be fixed firmly. -the o-rings should be free of abnormalities such as cracks, tears, or dents. If any irregularity is found, do not use the equipment and contact olympus. Olympus will continue to monitor the field performance of this device.